Event description:
It was reported that pump experienced malfunction alarm with displayed code and no notable events occurred beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by eating less food. There was no need for any third party assistance. Technical support provided instructions to reset pump, assisted with reset, confirmed that malfunction did not recur after reset, and advised customer to continue using pump and to call back if malfunction returned, which caller acknowledged and understood.